Event description:
In 2004 pt undergoing a vaginoplasty. During the operating procedure a lowsley prostate tractor was utilized. Upon removal, it was noted that one of the limbs of the tractor had broken and became disassembled and was in the bladder. Urology surgeon performed 3 cystoscopies back to back and retrieved metal jaw and small metal shards. The final cystoscopy revealed no further metal present. Pt condition is satisfactory.